Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report that the clip that connects to the alcohol cap is broken. The customer then requested a replacement. Tac provided the replacement part number for the customer and the customer intends to order and repair the unit. At this time, the subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the clip on the alcohol cap connection for the olympus endoscope reprocessor is broken. This event occurred during reprocessing and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of the breakage was stress/impact to the connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "chapter 3.inspection before use¿3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor the field performance of this device.